Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose level (bg) was 75 mg/dl. Additionally, it was reported that the customer experienced a low bg of 45 mg/dl. Cause was due to delivering a bolus as intended but customer not consuming as many carbohydrates. Carbohydrates were consumed to address bg.